Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of 2017, it was noticed that the recipient's hearing performance with the device and sound quality changed. A change in situ measurements has also been noticed. As per new information received in (B)(6) 2018, the user has experienced a decrease in speech performance over the past several years. Re-implantation is considered.

Manufacturer narrative:
Conclusion: based on information and measurements received, the problem reported seems to be device unrelated. A review of the received in situ measurements shows up to four channels with their impedance fluctuating over time. However, this might affect the patient's overall performance but it should not be generally affected when at least 8 channels are available for stimulation. Re-implantation is being considered, but no surgery date has been communicated. Note: this report was submitted on 01.mar.2018 but was mislabeled as follow up 2. The information remains the same but the imdrf codes have been updated for this resubmission.

Event description:
At the beginning of 2017 it was noticed that the recipient's hearing performance with the device and sound quality changed. A change in situ measurements has also been noticed. As per new information received in january 2018, the user has experienced a decrease in speech performance over the past several years. Re-implantation is considered but no date has been communicated yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on information and measurements received, the problem reported seems to be device unrelated. A review of the received in situ measurements shows up to four channels with their impedance fluctuating over time. However, this might affect the patient's overall performance but it should not be generally affected when at least 8 channels are available for stimulation. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
At the beginning of 2017 it was noticed that the recipient's hearing performance with the device and sound quality changed. A change in situ measurements has also been noticed. As per new information received in january 2018, the user has experienced a decrease in speech performance over the past several years. Re-implantation is considered but no date has been communicated yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
At the beginning of 2017 it was noticed that the recipient's hearing performance with the device and sound quality changed. A change in situ measurements has also been noticed. As per new information received in january 2018, the user has experienced a decrease in speech performance over the past several years. The user was re-implanted.